Event description:
During prep, the coil housing fit into the catheter however, the coil felt tight when attempting to deploy the coil into the microcatheter. The coil was removed and replaced with no harm to the patient. Manufacturer response for detachable coil, 2.0mm x 6cm target tetra detachable coil (per site reporter).